Event description:
It was reported that the control-iq algorithm suspended basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading was not provided, and the meter bg reading was 33 mmol/l. This level of inaccuracy does not present significant medical risk according to the parkes error grid. As a result of the basal suspension, customer's blood glucose (bg) level rose to 33 mmol/l. Customer delivered a correction bolus via pump to address bg level. Customer acknowledged pump functioned as intended.